Event description:
In 2007 a pt was taken to the operating room to undergo revision surgery due to failure to fuse. During the revision surgery, the driver tip broke during the removal of the last 2 screws. The tip of the driver was removed without injury to the pt.

Manufacturer narrative:
Product is not implantable. Request has been made for product. Product investigation is pending receipt of returned product.